Manufacturer narrative:
Upn ¿ corrected from unk539 to unk297. (B)(4).

Event description:
It was reported that the delivery wire became stuck in the coil bed and a coil protrusion occurred. The target vessel is located in the endoleak of the aorta. An interlocking detachable coil was used to treat the target vessel. During the procedure, continuous flushing was performed. It was noted that the delivery wire was stuck in the coil bed upon retrieval. The delivery wire was removed with a twisted wire torque device which took around 5 minutes until it came free. It was also noted that a part of the coil protrudes from the target vessel upon removal of the delivery wire. The physician then covered the coil with a non bsc stent. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the delivery wire became stuck in the coil bed and a coil protrusion occurred. The target vessel is located in the endoleak of the aorta. An interlocking detachable coil was used to treat the target vessel. During the procedure, continuous flushing was performed. It was noted that the delivery wire was stuck in the coil bed upon retrieval. The delivery wire was removed with a twisted wire torque device which took around 5 minutes until it came free. It was also noted that a part of the coil protrudes from the target vessel upon removal of the delivery wire. The physician then covered the coil with a non bsc stent. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.